Event description:
The pt is implanted with two leads with the same lot number. It was reported the pt experienced a change in his stimulation due to migration of both his leads. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.